Manufacturer narrative:
The referenced prior percutaneous lead (driveline) replacement was reported under medwatch MFR report # 2916596-2017-00248 age of device: 5 years, 28 days. The replaced portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with exposed wires due to a break over a prior percutaneous lead (driveline) repair site. There were no reported alarms for the event and the patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical service representatives arrived onsite and performed a percutaneous lead (driveline) replacement. During the replacement, it was observed that the grounded shield was completely separated near exit site. The maximum external length of driveline was replaced. No alarms were reproduced after the driveline replacement. The customer will continue to monitor the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the replaced percutaneous lead (driveline) segment was returned for evaluation. Visual examination of the driveline confirmed cosmetic damage; however, no further damage was identified through the examination of the distal end of the patient's driveline. It was reported that internal x-ray was deemed unnecessary as the patient is not a candidate for pump exchange. Approximately 23.5 inches of the distal end of the driveline was returned for evaluation. Visual examination of the driveline confirmed cosmetic damage. A break in the previous driveline repair site that exposed the copper tape surrounding the wires underneath was observed approximately 8 inches from the end of the metal connector. However, no further damage was identified through the examination of the distal end of the patient's driveline. The driveline was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed areas of normal breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline, by-passing the repair site, was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) on an ungrounded patient cable. No further issues have been reported. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.